Event description:
It was reported that the patient passed out on two separate episodes. It was noted the thresholds had increased on the right ventricular (rv) lead which resulted in the intermittent loss of capture. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).